Event description:
On (B)(6) 2014 it was reported to 3m espe that a mdi 2.9 x 10mm one piece implant o-ball abutment broke during placement into the lower jaw on (B)(6) 2014. On (B)(6) 2014 the dentist performed an additional surgery (using a trephine drill) to remove the implant fragment from the lower jaw. The patient is reported to be fine.

Manufacturer narrative:
This incident appears to be related to insufficient pre-drilling of a pilot hole which may have led to increased force being placed on the implant during placement, which then led to the fracture. That dental office reported that during implant placement, a force of 50ncm was reached. A 3m espe instructions for use indicate that a force of a 45ncm should not be exceeded during implant placement. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.